Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. The customer's blood glucose at the time of admission was 17 mg/dl. The customer was treated at the hospital. The customer did not recall any significant events leading to the hospitalization other than that she was stressed due to traveling in a vehicle for eight hours. Customer declined troubleshooting. Advised to monitor the insulin pump and call back if the issues persisted. Nothing further reported.